Manufacturer narrative:
The lot number was not provided so the device history records could not be reviewed. The complaint sample was not returned for eval. As a result, the condition of the sample could not be verified. Based on the info provided, it could not be determined if the device malfunctioned or if pt and/or procedural factors caused or contributed to the reported event. The result of the investigation is inconclusive and the root cause is unk. It should be noted that although the date of awareness that an event occurred potentially involving this device was (B)(4) 2010, the user facility identified the details of the pt intervention on (B)(4) 2011, which became the date of bard's MDR awareness. The current IFU states: warnings: do not fill the applicator with more than 58 ml of fluid as overfilling may result in balloon rupture and/or device failure. Precautions: metal vascular and marking clips should not be used during the lumpectomy procedure to prevent potential abrasion or puncture of the contura balloon. Care should also be taken to direct suture knots and tails away from the cavity and, whenever possible, position tissue between the potential balloon surface and the tails. Complications: complications that may be associated with the use of the contura mlb applicator are the same as those associated with the use of similar devices. These may include: erythema, catheter site drainage, breast pain, ecchymosis, breast fibrosis, telangiectasia, breast induration, breast seroma, breast edema, dry desquamation, dry skin, skin discoloration, parasthesia, axillary pain, fatigue, pruritis, breast retraction, nausea, skin irritation, moist desquamation, hematoma, rash, asymptomatic fat necrosis, breast infection, breast blister and lymphedema.

Event description:
It was reported that following a procedure to implant a balloon for breast brachytherapy, the pt left the facility doing well; however, while she was walking to oncology for radiation treatment, the pt felt the balloon pop and the breast began bleeding. When she arrived at oncology, the physician could not stop the bleeding, so the pt was transported on a stretcher back to the surgeon's office. When the pt arrived at the surgeon's office, the pt's blood pressure was unstable. The pt was diaphoretic, disoriented, and lost consciousness for a short time. The surgeon's office had the pt transported to the emergency room. The pt was admitted and required a blood transfusion; however, specific treatment info is not known. The pt is reportedly doing better; however, the pt left the practice after this incident and underwent radiation treatment at another facility. It should be noted that the balloon implant procedure was successful and the pt did not bleed during the procedure.